Event description:
The tlh90 was used during a right thoracotomy with right upper lobectomy. The surgeon took a large bite across the lung and the retaining pin went forward and went into the long side of the device. The forks of the device deflected and the staples malformed. The device was reloaded and used again and worked fine with the retaining pin manually placed. There was no consequence to the pt.